Event description:
A returned AED was evaluated by heartsine, inc., by testing it with a defibrillator analyzer. The unit powered up properly and gave the proper prompts, confirming proper battery operation. When a vfib signal was applied to the AED, the AED advised a shock and began to charge, then announced a fault warning and shut itself off. This situation repeated upon powering up the AED a second time. This problem was not, however, reported by the person who returned the AED. The AED has been returned for another reason. This warning/shutdown problem was believed to be attributed to the artificial vfib waveform produced by the defibrillator analyzer.